Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach dueto mio (metal ion oxidation) while in vivo. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead developed cosmetic mio (metal ionoxidation) while in vivo and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant products: 3830, implantable pacing lead, (B)(6) 2006; p1501dr, implantable pulse generator (ipg), (B)(6) 2006; 4024, implantable pacing lead, (B)(6) 1999; 4524, implantable pacing lead, (B)(6) 1999; kdr701, implantable pulse generator (ipg), (B)(6) 1999. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
Follow up information was obtained and indicated that the rv lead was explanted due to low impedance.

Manufacturer narrative:
(B)(4): 3830 implantable pacing lead 2006-(B)(6), p1501dr implantable pulse generator (ipg) 2006-(B)(6), 4524 implantable pacing lead 1999-(B)(6), kdr701 implantable pulse generator (ipg) 1999-(B)(6). (B)(4).